Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and restenosis, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use, are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2014 the 3.0x33 xience xpedition stent was implanted in the 80% stenosis in the left anterior descending coronary artery. On (B)(6) 2015 the patient was admitted to the hospital with angina. Percutaneous coronary intervention was performed and three stents were implanted on (B)(6) 2015. The condition resolved. No additional information was provided.